Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised for recurrent dislocations. Liner and head were exchanged. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent initial left partial hip arthroplasty. Subsequently, patient was revised approximately 3 years later due to pain. The patient underwent a second revision approximately 6 months later for recurrent dislocations. During the revision, it was noted the implants were in proper orientation, extremely hard to dislocate, and had a 15° flexion contracture. The head and liner were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00-7850-013-00, lot 63992895, stem taper. Ref 00-7859-012-00, lot 64017753, distal centralizer. Ref 110010245, lot 64866560, shell. Ref 00-8777-040-02, lot 2981748, head. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.